Event description:
It was reported that the bottom of the reservoir compartment fell out, and the insulin pump is cracked. The customer's blood glucose reading at time of call was 141mg/dl. Advised to discontinue use the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip. The bottom of reservoir compartment intact.